Event description:
During device inspection, a fractured screw was identified. During follow up with the customer, it was confirmed that a screw fractured and was removed.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(6). Patient identifier unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided . PMA/510(k) number not available. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Four unknown lb implants and one unknown lb screw were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage, excessive bone/debris and a fractures at the implant threads and a screw fractured (screw inside one implant). Device history record (DHR) review could not be performed, as the lot number associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.